Event description:
The physician placed a pancreatic stent successfully. It was noted several days later the pt developed an allergic reaction. The pt has a history of metal allergies, although, surgical grade staples for previous surgeries had been used with no reaction. The physician reports the source of the reaction is unk, but may have been caused by the metal radiopaque marker on the stent or from the contrast medium. As a safety measure the physician chose to remove the stent. The pt was discharged when the reaction subsided.